Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had an offset coil wind at its distal portion. The pusher assembly was able to advance through a 0.0159¿ ring gauge and the mid-joint outer diameter was within specification. Conclusions: evaluation of the first smart coil revealed that the embolization coil was damaged at its proximal end. If the introducer sheath was not properly aligned inside the hub of the microcatheter prior to the advancement, resistance may be experienced. Forcefully advancing the device against that resistance may damage the embolization coil. Once the embolization coil is damaged, it may contribute to additional resistance. Further investigation revealed that the pet lock was separated, and the pusher assembly had bends along its length. These damages were likely incidental to the reported complaint. Evaluation of the second smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint was proximal to the introducer sheath friction lock, resistance may be experienced when attempting to advance the mid-joint through the friction lock. During the functional testing, this aforementioned resistance was experienced. After the mid-joint was passed through the friction lock, the embolization coil was able to advance through the introducer sheath and the demonstration microcatheter without an issue. Further investigation revealed an offset coil wind on the embolization coil. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00584.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00584.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) in the dural arteriovenous fistula (davf). During the procedure, the physician successfully placed a smart coil and two non-penumbra coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil through the hub of the microcatheter and, consequently, the pusher assembly of the smart coil was bent. Therefore, the smart coil was removed. The physician then successfully placed another smart coil and additional coils. The physician then felt resistance and was unable to advance another smart coil out of its introducer sheath into a bowl of saline. Therefore, the smart coil was not used. The procedure was completed using new smart coils, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.